Event description:
A malfunction was reported on a pump by the caller, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. With guidance from technical support, the caller successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.